Manufacturer narrative:
Analysis found that the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. There were no signs of misuse or mishandling. There were no signs of bends or concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. A review of the xpi indicates production shall rotate the cutter assembly to verify that there is no resistance or unusual grinding noises. Additionally, there are checks for damage to the assemblies and components throughout the manufacturing process. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembled by medtronic at the (B)(6) and (B)(4) manufacturing sites. The customer indicated the device was broken when it was taken out from packaging and before using it on the patient's body however the damage to the device and the location and extent of the biological contaminants suggests the event occurred during use. Deformation of the outer tube distal tip has been proven to cause the inner blade tip to fracture at the first proximal tooth valley. The following use issues have not resulted in tip breakages: operating speeds up to 12,000 rpm in forward direction, no or excess internal grease, 3lbs of force applied to the tip during operation, bent shafts (inner cutter or outer tube), concentricity issues, and adhesive applied to multiple locations at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a blade tip was broken when it was taken out from packaging. It was discovered during the procedure before using on the patient's body. A backup device was used to complete the procedure. There was no patient impact.